Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing during the fill tubing process. The customer tried using multiple infusion sets; however, no insulin was seen. Tandem technical support (cts) instructed for the customer to disconnect at the luer lock and perform fill tubing; customer reported that a ball of insulin was observed. Cts instructed the customer to use a new infusion set and perform fill tubing; no insulin drops were observed. Cts instructed the customer to load a new cartridge and perform fill tubing with the same infusion set from the previous attempt; reportedly, drops of insulin were observed. The customer's blood glucose level was 321 mg/dl and was addressed by changing supplies and delivering a bolus.